Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent under sensing. Programming changes were discussed, but no intervention was performed. The patient did not experience any consequences.